Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. It was unknown whether the customer's blood glucose level exceeded 500 mg/dl, and there was no further information on the impact. The customer received assistance from technical support to reset the pump, despite being informed that the malfunction code might reappear.